Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem ( adjust belt and check te messages, false arrhythmia alarms, exposed wires) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the patient was receiving frequent adjust belt messages, check therapy electrode messages, and false arrhythmia alarms. It was also reported that the monitor had exposed wires.